Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer's blood glucose level was 173 mg/dl. The power source alert was cleared by using a second power charger.